Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05646. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system was then advanced. The closure device was deployed, but the position wasn't acceptable and a full recapture was required. The closure device was only able to be partially recaptured; the anchors would not retract into the was, leaving the feet of the device protruding from the end of the was. The entire system was then withdrawn into the left atrium and more force was applied; however, recapture still was not successful. The physician fully deployed the closure device while in the atrium and again attempted recapture and again it could not be retracted past the anchors. This process was repeated 4 more times with full deployment, slight rotation of the device and then attempted recapture. Each time the device was hanging up on the anchors. On the 5th attempt, the device was able to be fully recaptured. The procedure was successfully completed with a second closure device and access system with nice results. There were no patient complications reported and the patient was discharged the next day as planned.